Event description:
It was reported that the device exhibited long charge time during the capacitor maintenance test in clinic. It was noted that the patient fell on top of the device. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Correction: manufacturer report 2938836-2018-07566, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).